Event description:
Account reports they have experienced imprecision for controls and patient samples for their calcium test. The incorrect results were not used to guide therapy. The field service representative found the syringe contained air bubbles and repaired the instrument by purging the bubbles.